Event description:
As reported in the literature (by liu et al., 2026), during a procedure involving embolization of the uterine artery, a cook 5-french slip-cath beacon tip catheter separated. Access was obtained in the right femoral artery, using another manufacturer¿s sheath. The cook catheter (complaint device) was then advanced through the right femoral and right common iliac arteries and to target the right internal iliac artery. Angiography showed the uterine artery. Another manufacturer¿s catheter was then advanced to the right uterine artery and gelatin sponge particles were injected. Successful embolization of the right uterine artery was confirmed via angiography. The cook catheter (complaint device) was then passed through the right femoral and right common iliac arteries, the abdominal aorta, and the left common iliac artery to target the left internal iliac artery. The catheter tip then fractured and migrated to a branch of the left internal iliac artery. Reportedly, the branch was too thin to remove the separated tip with a snare, and surgical removal could have caused trauma. The longitudinal axis of the catheter was parallel to the artery; therefore, the user attempted to advance a wire through the separated fragment for balloon-assisted traction and fragment removal. Another manufacturer¿s 0.014-inch floppy guidewire was advanced through another manufacturer¿s 5-french guiding catheter; however, the soft guidewire was difficult to advance through the lumen of the free-floating fragment. The user then proposed double-guidewire-assisted balloon traction. Under fluoroscopy, another manufacturer¿s 0.014-inch floppy guidewire was advanced and passed through the gap between the fractured catheter and the vessel wall to induce vasospasm, which stabilized the free-floating fragment. Another 0.014-inch floppy wire was then advanced through the fragment, to the distal end. The first wire was removed, and another manufacturer¿s 2.5-millimeter coronary artery balloon was advanced over the second wire to the middle of the catheter fragment. The balloon was then inflated to six atmospheres within the fragment, and the catheter fragment was retrieved from the patient via the right femoral artery. A post-operative angiogram showed no vascular stenosis or injury. Per the authors, separation of the catheter in this case was attributed to polymer aging, resulting from prolonged catheter storage. Citation: liu, j., luo, g., pan, s. 2026. Double-guidewire-assisted balloon traction for removing fractured catheters: a new approach. Journal of the american college of cardiology. Jacc: case reports. 31(15) https://doi.org/10.1016/j.jaccas.2026.107288 additional information has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.